Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was reading inaccurately high compared to their feelings and/or normal readings. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient was unsure when the alleged issue began. The patient reported obtaining a blood glucose reading of 213mg/dl on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages their diabetes with pills, diet and exercise. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing symptoms of ¿shakiness and weak¿ two to three hours later. The patient denied receiving any treatment for these symptoms. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The reporter did not have control solution available to test the subject meter. The patient also reported obtaining an error 2 and an error 1 message on the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms suggestive of a serious injury adverse event after obtaining an alleged inaccurate reading on the subject meter.